Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
The product was received and the implant is not fractured; it was removed due to the fracture of an abutment screw. D1 and d4 updated product: abutm. Screw des. 3.5/4.0 m1.6, ref (B)(4), lot unknown concomitant product: implant (B)(4). H6 updated: type of investigation: added 10. Investigation findings: initial MDR error did not need 3243. Investigation conclusions: initial MDR error did not need 50.